Event description:
The customer reported the 6800 system would not boot up. The customer would turn it on and use it but when go to use it again it wont come back on. Patient involved but not injured. Had to use other mini c-arm in order to complete the procedure.